Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is filed for the same patient. The right hip revision procedure on january 19, 2009 was reported on medwatch number 1825034-2013-05326. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009 and a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reports patient allegations of elevated metal ion levels and other undefined complaints. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.